Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 5 drawer boards were defective. A field service engineer found 2 drawer boards did not have the lights on, reseated cables, booted back up and lights were still not there, replaced both drawer boards, booted the machine back, tested successfully as main drawer 5 opened with no issue and the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer not detected on busthe customer reported that the malfunction occurred during medication dispensing, preventing the user from accessing the medication and resulting in a delay in patient care.there were no adverse events or injuries reported based on this event.